Manufacturer narrative:
G4 - premarket / 510(k) #: k142259, k163701.

Event description:
It was reported that coating issue occurred. A direxion hi-flo catheter-infusion was selected for use. During the procedure, the catheter stripped. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.